Manufacturer narrative:
Concomitant product(s): boston scientific ICD, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was learned the lead fracture resulted from the patient falling on the device.

Manufacturer narrative:
Concomitant medical products: d224trk ICD implanted: (B)(6) 2012. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "after the patient fell on the device, a lead fracture was found." It was also reported the lead displayed noise. The device was "turned off" and no further patient complications have been reported as a result of this event.